Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections") in a female patient who received essure for female sterilization. In (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (essure removal via hysterectomy in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic infection outcome was unknown. The reporter considered pelvic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was proper placement confirmed. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic infection ("pelvic infections"), along with pelvic pain as symptom, within a few months after insertion. Pelvic infections is anticipated according to reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Thus, despite minimal information reported, and based on positive temporal relationship and lack of alternative explanation, the event pelvic infections was assessed as related to essure use. This case was regarded as incident because surgical intervention was required. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic infection ("pelvic infections"), along with pelvic pain as symptom, within a few months after insertion. Pelvic infections is anticipated according to reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Thus, despite minimal information reported, and based on positive temporal relationship and lack of alternative explanation, the event pelvic infections was assessed as related to essure use. This case was regarded as incident because surgical intervention was required. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.